Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol flat mesh (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. The patient's attorney did not make any allegations regarding the implanted sepramesh ip (device #2). Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2001, (B)(6) 2002 and (B)(6) 2014: as reported, the patient underwent surgery with implant of an unspecified bard/davol flat mesh (device #1) and/or sepramesh ip (device #2). As reported, the attorney alleges a general claim regarding the bard flat mesh "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol flat mesh (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. The patient's attorney did not make any allegations regarding the implanted sepramesh ip (device #2). Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, a4, b2, b3, b4, b5, b7, d3, d4 (product catalog no., corporate lot no., UDI no.), d6a, g1, g3, g6, h2, h6, h10. This supplemental emdr represents the bard flat mesh (device 1). An additional emdr's were submitted to represents the bard flat meshes (device 2, 3 and 4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2001,(B)(6) 2002 and (B)(6) 2014: as reported, the patient underwent surgery with implant of an unspecified bard/davol flat mesh (device #1) and/or sepramesh ip (device #2). As reported, the attorney alleges a general claim regarding the bard flat mesh "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2001 patient was diagnosed with abdominal wall incisional hernia thereby underwent open repair with implant of two bard flat meshes (device 1 and 2). Per operative notes, ¿ in the lower midline in upper portion of prior c-section wound, an incisional hernia with sac was dissected out of the subcutaneous tissue down to the fascial ring. A small hernia in the peritoneal space near the level of umbilicus was noted. Both hernias were communicated and made into a single hernia. The peritoneum was closed with sutures and a piece of bard flat mesh (device 1) was placed above the level of the peritoneum and sutured peripherally. A second piece of bard flat mesh (device 2) was placed over the top of the fascia and secured with sutures. The wound was irrigated and reapproximated with sutures.¿ (B)(6) 2002 ¿ patient was diagnosed with recurrent umbilical and incisional hernia thereby underwent repair with implant of two bard flat meshes (device 3 and 4). (Note : there is no operative notes provided for this procedure in medical records) (B)(6) 2014 ¿ patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent laparoscopic repair with implant of sepramesh ip (device 5). Per operative notes, ¿ the contents of hernia containing viscera were reduced. The hernia defect was closed primarily with sutures over the hernia and a piece of sepramesh ip (device 5) was placed as an overlap on all sides of the defect and sutured on each edges. The mesh (device 5) was tacked circumferentially, and fascia was closed using sutures.¿